Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The perforation was detected by cardio thorax scan. There were also high pacing thresholds observed. The lead was revisioned and moved to another position. No additional adverse patient effects were reported.